Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the castvac w/8 foot hose and mobile stand was allegedly overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the castvac w/8 foot hose and mobile stand was allegedly overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
There was no patient or user injury as a result of this event and reported information regarding this event does not suggest a recurrence of this event would result in a serious injury. Cast vac does not come in direct contact with user or the patient. There was no indication of smoke, flames, or sparks associated with this event. In the past, this type of malfunction for this product has not caused or contributed to a death or serious injury. This is not a fileable event; the report was filed in error.

Event description:
It was reported that the castvac w/8 foot hose and mobile stand was overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event of overheating could not be confirmed.